Manufacturer narrative:
(B)(4). The customer reported that upon power up the device displayed the message instruction defib failure cycle power with the error code 00080. There was no report of pt involvement or adverse pt impact. Philips evaluated the device and was able to recreate the failure after device warm up. Philips resolved the issue by replacing the control pca.

Event description:
The customer reported that upon power up the device displayed the message instruction defib failure cycle power with the error code 00080. There was no report of pt involvement or adverse pt impact.